Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test or verify pump error 35 due to critical pump error (open book image) alarm. P-cap or reservoir locks properly into place. Device received with cracked case (battery tube) and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer stated that the insulin pump had insulin pump error alarm. Customer stated that there was large crack on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.